Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the affiliate that the tct75 device was opened and handed to the surgeon. The surgeon placed the stapler into position and it would not fire. The staple drivers appeared to be engaged. Another device was used to complete the case. There was no consequence to the pt.